Event description:
On 5/13/99 clinic inspected their dialysis machine for contamination. All 17 machines were inspected and one was found to have been contaminated. Contamination was found in the machine's internal venous pressure tubing line.